Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen [1000 mcg/ml] at 221 mcg/day. The indication for use was unknown. It was reported that the patient¿s pump had flipped and was unable to be refilled. The event date was unknown. Environmental/external/patient factors that may have led or contributed to the issue included the pump had sutures on it from where it was previously sutured in place, but they were not in tack with the tissue/fat. It was indicated that x-rays were performed as part of diagnostics/troubleshooting. Surgical intervention occurred. As an action/intervention taken to resolve the issue, they surgically opened the pump pocket to flip the pump back over and secured it with sutures. No patient symptoms were reported. It was noted that the catheter did not appear to be compromised but was not aspirated during the procedure. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s weight at the time of the event was asked, but unknown. The patient¿s medical history was asked, but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated on (B)(6) 2018 the patient had exploration and re-anchoring of the baclofen pump and accessing and refilling of the pump. Additionally, it was reported the patient presented to the clinic on (B)(6) 2019 with complaints that her pump had not been providing the same amount of relief over the past few months. Imaging was obtained, showing concern for dislodged pump and the patient was referred. She underwent baclofen pump removal and placement of a new baclofen pump on (B)(6) 2019. It was noted the patient had a history of hereditary spasticity, paraplegia, status post baclofen pump in (B)(6) 2015. The patient¿s medical history after the initial pump placement in 2015 included: (B)(6) 2016 bunionectomy on the right foot, (B)(6) 2017 reconstruction of foot, and (B)(6) 2019 amputation of the right second toe. The patient¿s allergies included chlorhexidine gluconate, demerol hcl, and mushrooms. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot# (B)(4), ubd 2016-10-28, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-sep-2019 from a healthcare professional (hcp) who reported that the most recent imaging showed the catheter had come out of the intrathecal space. It was not a pump problem. A new pump was placed during the surgery on (B)(6) 2019 to fix the catheter only to prevent another surgery in the future. The patient's lack of effect was resolved. No further complications were reported/anticipated.